Event description:
In 2008, this pt was implanted with a gore excluder aaa endoprosthesis. A follow-up CT scan on the following month, revealed device infolding and stenosis. Six days later, the physician repaired the infolded stent and improved flow through the limb by implanting a cordis palmaz stent within the infolded limb.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications.